Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application froze was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application froze immediately after interrogation when the data summary screen opened, preventing further navigation. Force closing the application, rebooting the host tablet, and disabling wireless fidelity did not resolve the issue. It was noted that the application was swapped out; however, the same behavior occurred, with the session freezing at the same point after interrogation. Troubleshooting steps were taken to include attempting to access session preferences to disable automatic report generation; however, the application froze again immediately following interrogation. Additional troubleshooting steps were taken to include swapping out the application for a legacy programmer with a view to resolving the issue. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.2.